Manufacturer narrative:
The insulin pump had blank display due to moisture damage lcd board. The insulin pump had cracked display window corners, battery tube threads cracked and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump would go blank when pressing buttons. The customer's blood glucose was 268 mg/dl at the time of incident. The customer stated that they treated the blood glucose with the insulin pump. The customer stated that the insulin pump was blank for a period of time. The customer stated that the battery cap was not damaged or corroded. The customer mentioned that there was crack on the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.